Manufacturer narrative:
The investigation is still ongoing and conclusions will be sent in a f/u report. Pr#: (B)(4).

Event description:
The customer reported that it is possible to interpret the mirrored icon as a "right marker". The mirrored icon is a symbol which indicates that an image was vertically flipped. This could lead to possible misdiagnoses.